Event description:
The customer reported that the ventilator alarmed due to a vent inop data acquisition pcb adc failure. The customer reported the device was not in use on a patient. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance, requesting for field service engineer to repair the unit, but the biomedical engineer stated that they could not provide a (po) purchase order at this time and he is not sure when the unit will be repaired. The biomedical engineer stated that he will call in again if he has a purchase order (po) and ready to have the unit repair. No further information provided.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Customer does not have a purchase order to have the unit repaired.